Manufacturer narrative:
Images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided. The procedural cine showed calcified coronary arteries, but no calcification was seen in the pre-existing freestyle valve, which is stentless. Prior to inflation; the valve was centered but not coaxial (not adequate coplanar view). The valve was positioned slightly too aortic. After the valve was deployed, the delivery system was pulled back while balloon was still inflated, causing the valve to embolize into the aorta. No loss of pacing capture was seen. The embolized valve was then fixed below the left subclavian artery. A second valve was deployed in the aortic position without any issues, but not fully expanded.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and valve embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, no additional patient or procedural factors were provided. The exact cause of the malposition and subsequent is unknown, but could be related to procedural factors (device manipulation, loss of pacing capture) or the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4) at the implant of a valve in valve (29 mm sapien xt valve into a freestyle 27) by tf approach in the aortic position, the sapien xt was deployed too high and embolized into the aorta, where it was deployed. A second valve was prepared and deployed with good result. Patient outcome was without other incident, patient had local sedation and remained conscious throughout procedure.